Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that concentric rings appeared on the 3d images. Small artifacts were isocentered on the images. This is noted to be the second occurrence of this issue. Procedure information not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.